Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: the light cover glasses adhesive was worn, the optical cover glass adhesive was worn, the distal end cap was worn, the distal end cap was stained, the distal end adhesive was discolored, the insertion tube had bite marks evident, the aspiration housing color ring was worn, the air/water housing color ring was worn, the suction connector had water ingress, the up left angle was not to specification, and the electrical safety test was not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus device, gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that contamination was identified in the auxiliary jet channel. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the foreign material observed in the sub-water channel was believed to be a simethicone type product but otherwise could not be identified. A definitive root case of the issue could not be determined, however, due to an observed leak at the scope connector, proper reprocessing may not have been possible. The issue may be detected/prevented by following the instructions for use section below: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient prevention measures are described in cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.